Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with physioneal 2.27% (physioneal 40 glucose 2.27%) and extraneal therapies. On an unreported date, the patient experienced bacterial peritonitis. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012, the patient was permanently transferred from apd to hemodialysis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics. On (B)(6) 2012, the unspecified antibiotics were withdrawn and the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturing site is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.